Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 07/15/2010 and 07/16/2010 by phone, fax, and mail. Medical records were received on 07/14/2010. A completed questionnaire was received on 07/21/2010. (B)(4).

Event description:
Adverse event(s): "blurred vision" (blurred vision); "still has two diopters of astigmatism" (postoperative refraction, unexpected). Product problem(s): "repositioning of the iol" (malposition of device [iol (intraocular lens) implant]). A surgeon reported a pt with 2 diopters of astigmatism and blurred vision following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that the cause of this outcome was an unexpected shift in the post-operative ks and stated that the current bcva of 20/50 was due to superficial punctate keratitis (spk). The surgeon also reported that a repositioning of the iol was done.